Event description:
It was reported that after the pocket was closed following a device changeout, there was high lv (left ventricular) impedance on the tip-to-ring and ring-to-coil vectors. Prior to pocket closure, impedance measurements via the analyzer were good. The pocket was reopened, whereupon it was noted that the lv lead pin was not correctly seated through the header. The physician backed it out and reinserted it. The lead was retested and all impedances were normal. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.